Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap and mechanical ventilator devices. The manufacturer received information alleging sinus pressure, shortness of breath, nasal or throat irritation or soreness. There was no report of permanent or serious patient harm or injury.

Manufacturer narrative:
In previous report, section b1 is incorrectly reported and its corrected in this report (product problem).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus pressure, shortness of breath, nasal or throat irritation or soreness related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously the manufacturer previously received information alleging sinus pressure, shortness of breath, nasal or throat irritation or soreness related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the exterior investigation, observed unknown dust/dirt contamination present on all surfaces of the base unit. Observed unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. In interior investigation, observed unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There is a broken piece of a filter clip plastic underneath the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. In secondary findings, found unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath. In previous report section h6 missed to capture for sinus pressure, it has been updated or corrected in this report. Sections d8, d9, h2, h3, and h6 were updated.